Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed with no anomalies found. There was blood/body tissue/fibrotic growth noted on the distal end of the electrode and the helix was bent. Visual analysis noted the lead was damaged at explant. Concomitant products : 5568-53 lead, implanted (B)(6) 2014; 511211 lead, implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that during the post-operative check, the right ventricular lead r wave sensing had declined and the threshold was high. X-ray showed the lead had less redundancy than it did after implant. During the next few days, the patient received an appropriate shock however the threshold had further increased. The lead was repositioned but during that post-operative check, the threshold was again high and r wave sensing was low. The lead was explanted and replaced. When the lead helix was exercised after explant, the helix would not extend however tissue was also noted on the lead. No patient complications have been reported as a result of this event.